Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. Unit would not fill in decontamination, installed test circulation pump to fill and low flow. It was also found that the motor shaft was stiff caused by the bearings. Circulation pump motor was replaced as it was not working 100%. It was stated that the device was unable to fill. They checked the inlet pressure prior to filling, and it was 0. During filling, no suction was observed at the left port and the device would not fill. The circulation pump head was replaced preventatively. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. The device history record review was not required as event was not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The actual/suspected device was inspected

Event description:
It was reported that they had a patient on the arctic sun device. The device the patient was on had a crack in the tubing. Nurse stated that they were sending it to biomed and swapping devices. When nurse turned on the new device to start therapy, they received an alarm 03 (water reservoir low), and it says there was enough water to run one patient therapy. Nurse wanted to confirm that they could run one therapy without filling up the device. Normally they send the device to biomed to be filled so nurse was wanting to wait until after therapy was completed on this patient. They provided serial number (B)(6). Mis informed nurse that the device therapy could be ran on one more patient before it requires being filled. Nurse could start therapy on this patient, however the device would need to be filled before use on another patient. Misinformed nurse that they could walk through filling the device if nurse would like to go ahead and fill it. Nurse would start therapy without filling device for now. There was second call on same day by nurse stated that coworker recently called about this device having a low reservoir prior to starting therapy. They were able to start therapy on the patient. Nurse stated that they received a low flow alert and delivery flow low alert and wanted to know if it was because of the reservoir level. Mis walked nurse through accessing the event log about 10 minutes prior device alarmed alert 01 (patient line open) and alert 02 (low flow). Current flow rate was 2.3l/min. Nurse stated when the device alarmed, the flow rate was less than 1l/min . The device was no longer alarming, and therapy was running without issues. Patient had 4 x small pads connected. Mis informed nurse low flow did not indicate that there was not enough water in the system. Low flow was usually cause due to tubing being kinked or an air leak. The fluid runs with negative pressure, if air was introduced into the line, the pressure was not as strong leading to lower flow rates. Mis informed nurse to continue watching the flow rate and if they receive an alarm for low flow, call back to troubleshoot. Per follow up information received via phone on 06mar2023, it was reported that therapy was completed on a different device and there was no impact to the patient. Patient was a female, and the nurse did not want to provide any more information regarding the patient. The device went to biomed. Per wo update on 21mar2023, they stated that the device was unable to fill. They checked the inlet pressure prior to filling, and it was 0. During filling, no suction was observed at the left port and the device would not fill.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that they had a patient on the arctic sun device. The device the patient was on had a crack in the tubing. Nurse stated that they were sending it to biomed and swapping devices. When nurse turned on the new device to start therapy, they received an alarm 03 (water reservoir low), and it says there was enough water to run one patient therapy. Nurse wanted to confirm that they could run one therapy without filling up the device. Normally they send the device to biomed to be filled so nurse was wanting to wait until after therapy was completed on this patient. They provided serial number (B)(4). Misinformed nurse that the device therapy could be ran on one more patient before it requires being filled. Nurse could start therapy on this patient, however the device would need to be filled before use on another patient. Misinformed nurse that they could walk through filling the device if nurse would like to go ahead and fill it. Nurse would start therapy without filling device for now. There was second call on same day by nurse stated that coworker recently called about this device having a low reservoir prior to starting therapy. They were able to start therapy on the patient. Nurse stated that they received a low flow alert and delivery flow low alert and wanted to know if it was because of the reservoir level. Miswalked nurse through accessing the event log about 10 minutes prior device alarmed alert 01 (patient line open) and alert 02 (low flow). Current flow rate was 2.3l/min. Nurse stated when the device alarmed, the flow rate was less than 1l/min . The device was no longer alarming, and therapy was running without issues. Patient had 4 x small pads connected. Misinformed nurse low flow did not indicate that there was not enough water in the system. Low flow was usually cause due to tubing being kinked or an air leak. The fluid runs with negative pressure, if air was introduced into the line, the pressure was not as strong leading to lower flow rates. Misinformed nurse to continue watching the flow rate and if they receive an alarm for low flow, call back to troubleshoot. Per follow up information received via phone on 06mar2023, it was reported that therapy was completed on a different device and there was no impact to the patient. Patient was a female, and the nurse did not want to provide any more information regarding the patient. The device went to biomed.